Manufacturer narrative:
Based on provided information we as the manufacturer can not identify a technical problem on the device. We expect to deal with an user error. Multiple MDR reports were filed for this event, please see associated report:: medwatch mw5094177.

Event description:
The patient underwent a colonoscopy under moderate conscious sedation. The patient was noted to have a tortuous colon. The setting of the conmed beamer was thought to be on "snare/hot biopsy polypectomy right colon" which had been programmed and used by providers during the training by the conmed representative. After completing the polypectomy, the surgeon noted an area of char at the site and four hemostatic clips were placed on the tissue to prevent bleeding. The patient was discharged after the procedure but required an office visit and closer monitoring. The setting was noted to be on the right colon dual mode which had not seen activated/programmed. The conmed was contracted and promptly arrived to check that all of the nine conmed beamers had seen properly programmed as requested.